Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implantation of stents the patient suffered an mi. The patient was treated with poba. It was indicated that the stent had collapsed. The patient complains of cp, sob and fatigue and is awaiting open heart surgery.